Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. (B)(4): customer did not return product.

Event description:
Caller indicated the assure 4 meter was giving variable readings. Patient had stomachache and was feeling hot. After 30 minutes from having subway for lunch, he went home and took his sugar. He got a reading of 109 but he did not believe it was accurate reading. After a minute he took his sugar again and got hi of a reading. He treated himself by taking 15 units of insulin believing that the hi reading was accurate. Also the fact that his sugar jumped from 109 to hi and he was having symptoms of a hi reading made him to believe that the meter was not working properly (when it read 109). Controls not used. Replaced product.